Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they did not received a low battery alert prior to the replace battery alert. Customer's blood glucose value was unknown. Customer stated the battery cap was not loose, cracked or damaged. Customer states the battery was not previously used. This was the second occurrence of replace battery alert without a low battery warning. The customer was advised to continue to wear insulin pump until replacement arrives. The device will be returned for analysis.

Manufacturer narrative:
Device passed the sleep current measurement, active current measurement and displacement test. No low battery alarms or unexpected battery power loss noted during testing. Device functioning properly. However, the power management tool confirmed low battery alarms and an abnormal loaded voltage at the power management graph due to resistance issue at connector. After disconnecting and reconnecting the internal battery connector on electrical board, device was monitored and functioned properly.